Event description:
It was reported that iabp alarmed "helium loss". Restart was tried. Alarm "condensate bottle full" occurred immediately. Blood was seen in helium line. Customer called sales rep at 14:00 and asked for instructions and was told iab should be removed. A vacuum was pulled on balloon for removing. At 14:15 sheath and aib were being removed from femoral artery when 1/2 way out, very strong resistance was met. Customer pulled catheter harder. Suddenly, iab came out without balloon. Patient needed surgical intervention. The rest of balloon could not be detected in patient's vasculature system and therefore, not removed. Iabp was checked by clinical support. Condensate bottle was full of water. A follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
.